Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient started out with paddles and unfortunately the paddles leads did not work so they ended up putting leads in. Patient stated last week the health care professional (hcp) had to go back in for a revision because the paddle lead had shifted and the implanted battery had actually become undone and was floating around. Patient was not getting relief after trying different things. Consumer reported that this revision the paddle leads were replaced with regular leads. Consumer said when hcp touched the implant site he could feel the implant moving around. Patient said when they went home from the hospital and turned everything on, she only had one program so the manufacturing representative (rep) told consumer to call the rep in morning because patient was too groggy to discuss anything with the patient that is why only one program was give. Patient has been keeping log of every change to settings ever made (first patient was on program a the then program c then back to program a). Patient said rep changed the programs and was aware of all the changes made to the patient settings. No further patient symptoms or complications were reported in this event. Additional information was received from a manufacturing representative (rep). It was reported that the manufacturing representative (rep) was aware of the patient not getting adequate relief on (B)(6) 2018. Rep stated that the patient never had paddle leads implanted. Patient only had percutaneous leads implanted. The battery did not appear to be floating but appeared to be moving more on one side. The physician checked the battery. Patient had lead revision on (B)(6) 2018. This information has been confirmed by the physician/ account. No further patient symptoms or complications were reported in this event.